Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8346626 medical device expiration date: 2023-12-31 device manufacture date: 2018-12-12 medical device lot #: 8135634 medical device expiration date: 2023-05-31 device manufacture date: 2018-05-15 investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle clog on lot # 8346626 & the 2nd related complaint for needle clog on lot # 8135634. Investigation summary: customer returned (19) open 4mm, 32g pen needles without the tear drop label. Customer states that nothing comes out during priming. All returned pen needles were examined and 8 out of 19 samples exhibited a bent non patient end of the cannula. Four out of 19 samples exhibited a broken non patient end of the cannula. Both of these issues could prevent insulin from flowing through the pen needle properly. See attached photos. All remaining samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformance's were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 19 pen ndl 32ga 4mm 100 bx 1200 ca were unable or difficult to prime during use. The following information was provided by the initial reporter: material no.: 320144 batch no.: 8346626, 8135634. Verbatim: issue: consumer reported nothing comes out during the priming. Sample available 7. Box 1. Incident date-unknown. Occured-7 times. Item# 320144. Lot# 8346626 expiration date- 2023-12. Issue: nothing comes out during the priming. Sample available. 12. Box 2. Incident date-unknown. Occured-12. Item# 320144. Lot# 8135634. Expiration date-2023-05. Consumer uses the new needle for injection each time, she cannot visually test to see if it is straight, she cannot see the needle, she is (B)(6) years old. She firmly attaches the needle each time of her injection. She does the priming. She has been using this for 7 years, no problems, she is seeing the issues since last years.